Event description:
The customer reported to beckman coulter (bec) that less than 10 ml of fluid was leaking from the end of the probe in the unicel dxh 800 coulter analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found fluid leaking from aspiration probe and wash collar area. The fse replaced probe/wash collar waste valve (vl341) and flushed probe/wash collar waste line to probe waste chamber (vc340), resolving the leak. Failure mode of the leak was attributed to the probe/wash collar waste valve (vl341). (B)(4).